Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Although the site reported 1 damaged small straight ratcheting handle, 2 handles were returned to the manufacturer for analysis. Both had the same lot number, both presented with the same damage. Two replacement small straight ratcheting handles were shipped to site 03/29/2016. Medtronic investigation of 2 returned suspect small straight ratcheting handles finds that, as reported, the end cap had been broken off of both handles. Otherwise, both handles accept instruments and release without issue. The ratchet mechanisms function normally for both handles. Pieces broken - physical damage. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that they have a blue ratcheting handle that the silver cap has fallen off. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.